Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a (B)(6) female who received taking poly-l-lactic acid (sculptra) therapy, dosage, therapy dates nos for "skin enhancement." Relevant medical history and concomitant medications were not reported. The patient reports that she experienced "swelling, pimples and nodules under the skin" since (B)(6) 2007 after given poly-l-lactic injection in (B)(6) 2007 and on (B)(6) 2008. The reporter indicates that the "nodules under the skin" remained after her first injection in (B)(6) 2007 and her physician injected "something" into the site. She indicates that the "pimples and swelling" are at the sites of injection from the day before ((B)(6) 2008) and was told to massage them. She feels that the injections from (B)(6) 2008 were near the eye and the area under the eye is swollen today. Event outcome is ongoing. Reporter's causality: not specified. (B)(4). Addendum for follow-up received on (B)(4) 2008: (B)(4) results: conclusion: no faults detectable. Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Addendum for follow-up information received on 17-oct-08: event changed from pimples and bumps under skin to bumps on face. The patient reports that she experienced bumps on her face while using poly-l-lactic acid. She used poly-l-lactic acid in (B)(6) 2008 and visited her physician 2 months later. He injected cortisone into the areas that were affected. The consumer states that the bumps are no better. Additional information received on 04-nov-08: clarification received from the affiliate that the event is a continuation of the same event from what was initially reported.